Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer also stated they were blind, but could tell it was a no delivery alarm by how many times the insulin pump vibrated. The customer also stated their keypad would lock in the middle of rewinding their insulin pump. It was also found the customer was experiencing a high blood glucose of 527 mg/dl. Customer had treated their blood glucose with 8 units of insulin by the insulin pen. The customer also declined to troubleshoot any further and requested to have their insulin pump replaced. No additional information provided.